Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return) to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported that saline leak at the insertion site was revealed by x-ray and catheter break was noted. The port system including the distal fragment of the catheter was removed subcutaneously on the same day.

Event description:
It was reported that saline leak at the insertion site was revealed by x-ray and catheter break was noted. The port system including the distal fragment of the catheter was removed subcutaneously on the same day.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation review: one MRI low profile port with 8 fr groshong was returned for evaluation. A visual evaluation of the catheter sections returned revealed buckling, ovality, circumferentially aligned damage, and fracture edge polish/rounding. These features are consistent with flexural fatigue. Therefore, the investigation is confirmed for catheter fracture. It is likely that the user perceived the fracture as a break; therefore, the investigation is unconfirmed for break. While flexural fatigue is evident, a definitive root cause could not be determined based upon available information. It possible that patient factor contributed to the observed condition and reported event. However, it is unknown whether procedural factors also contributed to the reported event. The complaint frequency analysis concluded that the complaint frequency is not increasing and the threshold has not been exceeded. The facts from the investigation (i.e., cfa output, similar complaints, previous investigation information, etc.) Were entered into the corporate decision reference form (drf). Based on the drf, no additional action and/or corrective action are required at this time. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate